Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Imdrf device code a010402 captures the reportable event of stent migration.

Event description:
It was reported to boston scientific corporation on january 24, 2023, that a wallflex biliary fully covered stent was implanted in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed an unknown date. During a follow-up magnetic resonance imaging (MRI) and fluoroscopy procedure, the stent was noticed to have migrated from the target anatomical location. An ercp with cholangioscopy was then performed, but the physician could not locate the stent as it was not visible in the imaging. The stent was unable to be removed from the patient, and no other stent was implanted. The stent is scheduled to be explanted on (B)(6) 2023. There were no patient complications reported as a result of this event. Note: no further information has been obtained despite good faith efforts.